Event description:
On (B)(6) 2012, a surgeon reported the system "went dead" and a system message was displayed 2 hours into a retinal detachment repair procedure. The surgeon stated the eye collapsed and the instruments were pulled out of the eye so that the system could be rebooted. After the reboot was completed. Blood was noted in the eye and the pt is now "blind". A questionnaire, completed by the surgeon, was returned indicating after the system message displayed, illumination and infusion pressure was lost. Following a delay of 15 minutes, while the system was being reset, blood was noted in the eye. The pt's ocular history include severe diabetic retinopathy in the right eye (operated eye) and no light perception vision in the pt's left eye due to neovascular glaucoma. The surgeon noted the pre-operative and post-operative vision in the pt's operated eye (right eye) was hand motion.

Manufacturer narrative:
The company representative examined the system, and the system was found to meet product specifications. The company representative was unable to duplicate the system message reported. The event log was reviewed, and the reported system message (host controller encountered an unexpected event) was confirmed in the event log. The system communicates information to the user through the display of system messages which are displayed and described to the user as faults, errors, advisories, or system information. These terms classify the level of response required to ensure fail-safe operation of the system. The presentation of a system message alone does not indicate that malfunction has occurred. System messages typically occur when a system detects a condition that is not met but which is required for the system to continue. System messages and associated actions are intend function as a precursor to mitigate an unanticipated condition. System messages are priority based. The event log displays a list of the system messages that have occurred in the system and is always useful for the customer to provide to help in the investigation. The system directions for use (dfu), provide recommendations to be followed when recovering from a fault screen or unexpected shutdown. If the steps were followed as described in the system dfu with the back-up infusion pressure that the system provides in events such as this, the occurrence of retinal detachment and choroidal hemorrhage can be effectively minimized, if not avoided altogether. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A review of the system's event log confirmed the system message (sm) (host controller encountered an unexpected event) on (B)(6) 2012. Per the customer, when the sm (host controller encountered an unexpected event) occurred, the eye collapsed and he pulled the instruments out. Per the alcon clinical analyst, choroidal hemorrhage has been shown in literature to be related to intraoperative hypotony and intraocular pressure (iop) fluctuation. When a fault (red stop sign) message is displayed, the user should follow the steps as described in the system operator's manual to minimize the occurrence of retinal detachment and choroidal hemorrhage. The root cause cannot be determined conclusively. An internal investigation has been opened to address this issue. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).